Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition but with no cartridge loaded. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any firing issues. Upon functional testing of the device, it was examined and was found to be functional. The device was then reloaded with a test cartridge, cycled, fired, and properly formed the knot. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the device (b) found that it was received with the cartridge base damaged making the instrument non-functional. Therefore, no testing could be preformed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: (B)(4), expiration date: 09/2015, manufacturing date: 10/2010. (B)(4). Cartridge base. (B)(4).

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
It was reported that during a laparoscopic nissen fundoplication procedure the surgeon used the 1st device and stated it would not work correctly. There were 2 devices and both are being returned for analysis due to they do not know which one failed.